Event description:
Litigation papers allege: pain, difficulty walking, swelling, popping and clicking nosies in the hip and knee and the right leg is longer than the left leg.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
New unity record created in order to update legacy complaint number (B)(4). Litigation papers allege: pain, difficulty walking, swelling, popping and clicking noises in the hip and knee and the right leg is longer than the left leg. Doi: (B)(6) 2008 right hip. Dor: none reported. Patient residence: (B)(6). Update ad 23 april 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf record. There is no new allegation and revision reported. Added liner. Added lawyer and law firm. Doi: (B)(6) 2008 - dor: not reported (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.